Manufacturer narrative:
(B)(4). S/w version 4.10e. Retainer ring = clear. Customer returned pump for alleged cosmetic damage crack retainer on 02/20/2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection cracked retainer, fading serial number label, cracked keypad overlay at select button and cracked case at battery tube side. Cosmetic damage was confirmed at retainer area.

Event description:
Information received by medtronic indicated that the insulin pump had a crack railing. No harm requiring medical intervention was reported. The customer will discontinue use of the device.